Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the meter was not sending results to the pump. Patient's blood glucose at time of incident was 600 mg/dl. Patient's current blood glucose was more than 600 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer saw that she had a bent cannula. The insulin pump will not be returned for analysis.